Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery for a left femur fracture on (B)(6) 2016, there were several issues that occurred with the instrumentation. While the surgeon was inserting the femoral nail, the threads of the driving cap broke off and remain in the insertion handle. In order for the surgeon to advance the nail further, he used part of the apparatus as a hammer to complete the task. The second issue involved the aiming arm. It was reported that the percutaneous sleeves would not slide through the aiming arm after the nail was inserted. The surgeon used a mallet to hit the sleeves to go through the aiming arm. There were two sets of sleeves that were used, one set became bent and was discarded. There was a surgical delay of approximately 30 minutes due to both issues. The remainder of the surgery went without further incident and the patient was reported as stable. The patient was implanted with a lateral entry femoral nail and a distal locking screw. It is unknown if other devices were implanted. Concomitant devices: wire guide for recon locking (part #03.010.076, lot #unknown, quantity 1); trocar for recon locking (part #03.010.077, lot #unknown, quantity 1); femoral nail (part # unknown, lot # unknown, quantity 1). This report is 3 of 3 for complaint# (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.